Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received glucose tablets from emergency medical services to get his blood glucose up and it went up to the levels of 200mg/dl. Customer declined to troubleshoot for high blood glucose and stated that they bolused to treat it. The insulin pump will not be returned for analysis.